Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the tissue samples exhibiting sub-optimal tissue processing, which were the subject of this complaint, were derived from the "12 hour routine overnight" protocol comprising 48 cassettes, which started in retort b at 16:47pm on (B)(6) 2020 and completed at 08:00am on (B)(6) 2020. Investigation of this complaint found that the instrument operated within specification during execution of the "12 hour routine overnight" protocol started in retort b at 16:47pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Information documented by the complainant in the adverse event information form received by leica biosystems (B)(4) on 09 june 2020 detailed that the tissue types exhibiting sub-optimal processing in this event were: "prostate biopsy, poc, gall bladder, liver, gi biopsy, breast biopsy, skin, lung". The specific dimensions of the affected tissue samples were not provided. The manufacturer recommended protocol duration for maximum tissue thickness/dimensions and different specimen types is detailed in section 8.2.1 of the leica peloris/peloris ii user manual. Specifically, it is detailed that: "all biopsies up to 3mm diameter: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps" with a maximum thickness of <3mm are processed using a two (2) hour protocol; and "small specimens of non-dense tissues (kidney, liver, bowel etc), excisional and incisional skin biopsies, skin ellipses" up to a maximum thickness of 3mm are processed using a four (4) hour protocol. In this instance the complainant reported that a 12 hour protocol had been used to process the tissue samples exhibiting sub-optimal processing. The manufacturer recommends that a 12 hour protocol is used to process "all routine tissues up to maximum dimensions. Very thick fatty specimens may require a longer protocol" with the maximum dimensions being 20x10x5mm. Although the specific dimensions of the affected tissue samples were not provided by the complainant, the facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of tissue samples being processed.

Event description:
The local leica tac helpdesk engineer - pathology received a complaint detailing the following: "...advised that the instrument completed the overnight run but the tissue seems to be dry and brittle. They only had one retort running which was retort b and it had 48 tissue blocks and it was on the leica 12 hour run and when they opened the retort there was a wax residue in the retort and they also noted wax in the cleaning alcohol." On 09 june 2020, the local leica tac helpdesk engineer - pathology received the following information from the deputy head of department histopathology at (B)(6): "I gone [sic] through all the cases on that affected run and have found all cases have been reported successfully - this is good news."